Manufacturer narrative:
The report of ipg ¿would not connect¿ was confirmed. The root cause of the inability to communicate between the clinicians programmer and the implantable pulse generator was due to a stuck processor as a result of the lead revision surgery. The event details stated that after replacing lead for migration the ipg would no longer connect so it was replaced as well. The ipg was placed in surgery mode prior to the lead revision. There is sufficient information in the clinicians manual regarding use of high energy surgical devices such as electrocautery in close proximity to the ipg.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number (B)(4). It was reported that patient experienced ineffective therapy due to lead migration. Reportedly, the ipg failed to establish communication with external devices and was deemed inoperable. Surgical intervention was undertaken wherein the ipg and the lead were explanted and replaced. Effective therapy was restored post operatively.